Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Clinical study. It was reported that during a stenting treatment procedure, side branch stenosis increased. The patient presented with stable angina and cardiac catheterization was recommended. The 95% stenosed, 9mm x 2.5mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 2.5 x 12 mm ng promus stent with 0% residual stenosis. Angio films noted that the 1st diagonal had a pre-procedure percent stenosis of 20% and a post-procedure percent stenosis of 70%. No additional treatments were performed. The patient was discharged the same day on aspirin and clopidogrel with no symptoms of angina.